Event description:
Reporter alleged blood glucose measured 312 mg/dl at 6:26 am back to back with a result of 133 mg/dl at 6:31 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.